Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to non-use, performance decrement and need for MRI. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.